Event description:
(B)(4). It was reported that side branch stenosis occurred. In (B)(6) 2013, the patient presented with myocardial infarction and was referred for cardiac catheterization which revealed the 90% stenosed target lesion that was 9mm long with a reference vessel diameter of 3.50mm located in the mid left anterior descending artery. The lesion was treated with predilatation and placement of a 3.50 x 12mm study stent resulting to 6% residual stenosis. Two days post procedure, the patient was discharged on dual antiplatelet therapy. Baseline core lab angiography result revealed 60% side branch stenosis at the second diagonal artery. Post procedure angiography revealed 75% branch percent stenosis in the second diagonal artery. Baseline corelab angiography comments note: "timi 2 flow in sidebranch on final view".

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).